Event description:
Boston scientific crm received info that this pt had been presented for a non-device related procedure. A magnet had been applied to inhibit therapy delivery. Subsequently, the device continued to generate beeping tones and a message that a magnet was present was displayed although the magnet had been removed. The magnet use feature was programmed off and the beeping terminated, however, the magnet message was still displayed. Technical svs recommended that a save-to-disk and memory dump be performed and returned for analysis. The local sales rep reported that no daily measurements were recorded since 2008, (procedure date and magnet application).

Manufacturer narrative:
Not returned. Technical services received info that multiple successful manual capacitor info had been performed. The pt triggered monitor feature was programmed on and then off. The rep reported that the magnet warning message was still present upon interrogation. Technical services informed the rep that this window may continue to be displayed because of a magnet switch issue, but as long as the enable magnet use feature is off, therapy will be available to the pt. Technical services explained that engineering analysis is necessary to confirm issue and address if there are any further steps that are required. The rep plans to send in disk for analysis. Additionally, the rep reported caller that the pt had actually been brought into an MRI and the a magnet placed over the device. The MRI was not started because the pt raised device concerns, but the pt had been brought into the suite. Description: the local rep reported that a save-to-disk and memory dump would be performed and will call technical services back for further instructions including performing a manual capacitor reformation and toggling of the pt triggered monitor feature. Conclusion: a memory disk was received and sent to engineering for analysis. Only a save-to-disk was returned for analysis. Indicators from the disk indicated that the device was reporting that the magnet switch was closed. Since the magnet use enable has now been programmed off, there is no effect on the device's tachycardia detection or therapy settings. Technical services contacted the rep and provided additional confirmation that the longevity impact of the device beeping for a few days is inconsequential compared to the longevity impact concern associated with the magnetic switch being closed.